Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent minimum fill notifications were received. Reportedly, the customer fills the cartridge with 300 units of insulin and does not perform the air removal process. The cartridges were reloaded resolving the minimum fill notifications. Customer's blood glucose level was not impacted.